Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.

Event description:
A report was received that the patient had difficulty charging the ipg. It was noted that the ipg was tilted. The patient will undergo a pocket revision.

Event description:
A report was received that the patient had difficulty charging the ipg. It was noted that the ipg was tilted. The patient will undergo a pocket revision.